Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 535mg/dl. The customer had symptoms such as chest pain and dry mouth and treated with bolus and manual injections. Customer's blood glucose value was 352mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6)2017 and have gone up and down with 320mg/dl, 432mg/dl, 535mg/dl, 160mg/dl and 353mg/dl. The drive support cap appeared normal. Customer stated there was a large air bubbles but declined to troubleshoot. Customer stated insulin exited during manual prime. Customer reported a leak and infusion leak troubleshooting was performed but that tubing did not detach and no cracks found. Customer was advised to change infusion set and reservoir. The product will not be returned for analysis.